Manufacturer narrative:
This event report was received through clinical data collection activities. Pending evaluation. Concomitant devices: liner (cn: 350-21-14; sn: not reported). Talar (cn: 350-01-04; sn: not reported).

Event description:
Index surgery: (B)(6) 2019. Sometime during the initial 3 month post-op period the patient developed an infection in his ankle. The vantage implant was removed by an outside surgeon at the (B)(6) clinic in (B)(6) (closer to patient's home) in (B)(6) 2019. The exact date is unknown. The case report form indicates this event is definitely not related to devices and definitely related to procedure.

Manufacturer narrative:
The revision reported was likely the result of infection. However, this cannot be confirmed as no further information was provided. The sterile records were reviewed for all components, and all parts were sterilized to the appropriate doses. Superficial and deep infection are listed under general surgical risks in the vantage fixed bearing IFU (700-096-157).